Manufacturer narrative:
(B)(4) DATE SENT: 7/9/2026 B3: EXACT EVENT DATE UNK, ENTERED 1/1/2026 AS ONLY THE YEAR WAS PROVIDED. D4: BATCH # 781D50. AN ANALYSIS OF THE PRODUCT COULD NOT BE PERFORMED SINCE A PHYSICAL SAMPLE WAS NOT RECEIVED FOR EVALUATION. A MANUFACTURING RECORD EVALUATION WAS PERFORMED FOR THE FINISHED DEVICE BATCH NUMBER OF 781D50 47TLC75 , AND NO NON-CONFORMANCES WERE IDENTIFIED. ADDITIONAL INFORMATION WAS REQUESTED AND THE FOLLOWING WAS OBTAINED: WHAT WERE THE INDICATIONS FOR SURGERY? WHAT SURGICAL PROCEDURE WAS PERFORMED? DID THE PATIENT RECEIVE ANY PREOPERATIVE CHEMOTHERAPY OR RADIATION? WHAT COLOR RELOADS WERE USED AND WHAT WAS THE SEQUENCE OF THE FIRINGS? WHAT ANATOMICAL STRUCTURES WAS THE DEVICE FIRED ON? HOW IS THE DEVICE CLEANED BETWEEN FIRINGS? WERE OTHER STAPLING OR SUTURING DEVICES USED WHEN CREATING THE ANASTOMOSIS? HOW WAS THE COMMON OPENING CLOSED? WAS THE DEVICE DIFFICULT TO ASSEMBLE/CLOSE? WAS THE DEVICE DIFFICULT TO FIRE; WAS THE FORCE TO FIRE HIGHER THAN EXPECTED? WERE THERE ANY MALFORMED STAPLES OR MISSING STAPLES IDENTIFIED? IF SO, PLEASE DESCRIBE THE SHAPE AND LOCATION. WHAT IS THE CURRENT STATUS OF THE PATIENT? I AM NOT SURE OF ANY OF THESE ANSWERS BUT HAVE REACHED OUT TO THE TEAM FOR FURTHER CLARIFICATION. THIS REPORT IS BEING SUBMITTED PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH HAS NOT BEEN INVESTIGATED OR VERIFIED PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY ETHICON, OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE PRODUCT, ETHICON, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL REPORT, A FOLLOW-UP REPORT WILL BE FILED AS APPROPRIATE.

Event description:
IT WAS REPORTED THAT DURING AN UNK PROCEDURE, THE THIRD USE OF THE LINEAR CUTTER FOR A SMALL BOWEL ANASTOMOSIS, THE STAPLER JAMMED CAUSING A MISFIRE THAT DID NOT TOTALLY SECURE THE STAPLE LINE. DUE TO THIS, MORE OF THE SMALL INTESTINE HAD TO BE REMOVED AND THE ANASTOMOSIS HAD TO BE REDONE. ETHICON 75MM LINEAR CUTTER. THERE WAS PATIENT HARM REPORTED.

Manufacturer narrative:
(b)(4).Date sent: 8/13/2026.Additional information was requested, and the following was obtained:What were the indications for surgery? Incarcerated Umbilical Hernia.What surgical procedure was performed? Umbilical Hernia Repair and Small Bowel Resection.Did the patient receive any preoperative chemotherapy or radiation? No.What color reloads were used and what was the sequence of the firings? Blue; First staple fire resulted in a miss fire.What anatomical structures was the device fired on? Small Bowel.How is the device cleaned between firings? Unknown.Were other stapling or suturing devices used when creating the anastomosis? A second linear staplerHow was the common opening closed? 3-0 PDS in a running Connell fashion and Lemberted with 3-0 PDS as well. The mesenteric defect was closed with 3-0 silk.Was the device difficult to assemble/close? Unknown.Was the device difficult to fire; was the force to fire higher than expected? Unknown.Were there any malformed staples or missing staples identified? If so, please describe the shape and location. NoWhat is the current status of the patient? Tolerated the procedure well without any immediate postoperative complications.